Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: 1.3; lab: 4.9 (next day); inratio: 3.2; lab: 4.9 (next day). Caller alleged imprecision with inratio meter. Results as follow: first test inr = 1.3, second test inr = 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 1.3; lab: 4.9 (next day); mean: 3.1; confidence limits: 1.9-4.6; inratio: 3.2; lab: 4.9 (next day); mean 4.05; confidence limits: 2.4-6.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the inratio value was outside the confidence limits for inr testing. The time interval between tests was > 3 hours. Per tr 0150, the comparison was considered invalid. For second set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time. Inratio precision date provided by end-user: first test inr = 1.3, second test inr = 3.2. Mean = 2.25; sd = 1.34; %cv = 60%. The %cv was greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned. Per text "she does not have any strips remaining with her." Caller can't provide strip lot number.